Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report that the needle was stuck inside the hub of the catheter could not be confirmed from the 18ga insyte autoguard bc winged unit that was provided for investigation. The needle was received fully retracted within the safety shield and the IV catheter was received separate from the needle. After resetting the safety mechanism, a functional test showed that the needle fully retracted without getting stuck. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle slow to retract. The following information was provided by the initial reporter: rn pushed button to retract the needle but needle was stuck inside the hub of the catheter. Rn lifted the catheter and the needle eventually retracted. No prior damage noted to catheter when opening. Describe patient /(hcp) / user impact: none. Other comments: catheter was opened but not used on patient.